Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time.

Event description:
Olympus was informed that during transurethral resection of bladder tumor (turbt) procedure, the surgeon observed the active cord melting and smoking with sizzling and popping sounds coming at the connection of the working element. It was reported that there was no sparking or arching observed. The procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The device was returned to olympus for evaluation. The customer's complaint could not be confirmed. A visual inspection was performed on the received device under 10x magnification found the proximal end of the cord to be in good condition. The distal end black part was found slightly melted and charred in the area where the loop clips in. The cord passed continuity testing. A test eiwe, mle-26-012 and the returned dac cord were assembled. The equipment was plugged into the valley lab force ii generator and passed the functionality test. The connector was removed and re-inspected under 10x magnification. Though the connector on the distal end of the cord showed signs of melting, it worked fine and did not melt any further when tested. Based on the investigation findings, the reported event can be attributed to user error as the dac cord connector was not seated properly in the eiwe and over the loop resulting in a poor connection and then creating enough heat to melt the connector. The instruction manual warns users ¿after assembling telescope and electrode to working element, insert active cord (1) into the actuation block (2) until it clicks into place. Connect the cord to the adapter. Check connection of cord with electrode to assure firm contact.¿